Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was unable to issue medication. The technical support specialist investigated the inventory issue, identified that the item was not properly assigned to the cubie, rescanned the drawer through the cubie admin screen to reassign and synchronize the bin configuration, verified the item was detected and available, and confirmed the customer was able to complete cycle count and proceed, after which the case was closed. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medflex 1000, item was not showing in inventory. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.